Manufacturer narrative:
Reliability analysis: inspected 1 open/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 99 mg/dl and their sensor glucose read 47 mg/dl. The customer's mother also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer was advised to monitor the issue. No additional information provided.